Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited a loss of capture. During the explant procedure, it was noted that the lead had fractured in two pieces and had an insulation break. The lead was partially explanted and replaced. The patient was stable.